Manufacturer narrative:
Date of event is estimate. Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that by healthcare professional (hcp) that patient stated their device was not working. Hcp was with patient but doesn't do the programming and has never used the 8840 to program a patient so they have manufacturer representative (rep) do programming with patient. Hcp had contacted rep however have not heard back. Patient has had issues since thanksgiving. While on the call, hcp received a text from the rep stating that they would follow up with the patient the following the day as they had been out of the office. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the circumstances that led to the device/system not working was that they had a change in activity level and needed to be reprogrammed since it was at the highest level allowed. Patient stated that the manufacturer representative guided them through the steps to reprogram their device and got it going again. No further complications were reported.